Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be patient misuse. The reported issue of signal loss is reportable based on the finding of an unrecoverable loss of connection. No injury or medical intervention was reported.